Event description:
Device #1 malfunction: marker lumen blockage, suture came out of artery. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during device positioning in the artery, the blood flow from the marker lumen was not pulsing (continuous). After completion of step 4, as the device was withdrawn, the suture pulled out of the vessel. An attempt was made using another proglide, with the same results. Hemostasis was achieved with an angioseal. It was noted that the angioseal also experienced lack of a pulsing blood flow. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Device # 2 proglide, part # 12673-05, lot#63056-6h, indicated is being filed under separate MFR report number.